Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with unspecified antibiotics for the peritonitis. The patient was retrained on aseptic technique and proper connect/disconnect methods were reviewed. The patient later recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Four weeks prior to the peritonitis event the patient (pt) began treatment with dianeal-n pd-2, 1.5 uv (ultra-violet) twin therapy, intraperitoneally (ip) for chronic glomerulonephritis. The pt experienced peritonitis manifested by cloudy effluent. Five days after experiencing the peritonitis, the patient was reportedly recovered from the event. One used set with cap on uv spike connector was received for evaluation by baxter product analysis laboratory. A visual inspection was performed with no issues noted. Leak test, clear passage test, and clamp function tests were performed with no issues noted. No issue was confirmed by sample evaluation. A cause was not identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and is pending evaluation. Should relevant additional information become available, a follow-up report will be submitted.